Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/14/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks and its threads were stripped and were unable to secure to the pump. A test battery cap was used for testing and it was able to hold onto the pump. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.